Manufacturer narrative:
The creatinine reagent lot number was 865385. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas 8000 c 701 module. The sample initially resulted in a creatinine value of 0 mg/dl and it repeated as 0.010 mg/dl. The values were questioned by medical staff. The sample was repeated on a second analyzer, resulting in a value of 0.91 mg/dl. The 0.91 mg/dl value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed multiple abnormal aspiration alarms near the time the sample was processed. The field service engineer found clogged tubing. The tubing was cleaned and the gear pump pressure was adjusted. The investigation determined the service actions resolved the issue.